Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed the user advisory 07 (discrepancy between load 1 and load 2 too large) error message was confirmed through an archive data review and subsequent functional testing. The root cause of the reported complaint was the failure of the load cells. The archive data indicated multiple occurrences of ua07 around the reported event date, confirming the reported complaint. The load-sensing system detected a weight imbalance between the two load cells. Upon conducting the load cell characterization test, the result determined that the single-point load cell module 1 was over-reporting. Additionally, the output signal from load cell module 2 was slightly higher than expected. The signal difference between the two load cells is approaching the 50-count threshold, which could result in a ua7 error. Both load cells were replaced to remedy the reported complaint. Subsequently, the load cell characterization test was performed, and the results indicated that both load cells function within specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good, known test batteries, without any faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Per the reporter, the platform was probably dropped. No patient involvement.